Event description:
The customer reported smoke and electrical odor from the synchron cx delta clinical system. The customer turned off and unplugged the unit. There was no report of injury. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) diagnosed a faulty e-valve on the air flow manifold. The fse replaced the e-valve and resolved the issue. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.